Event description:
Caller reported cgm error 42 related to #g7sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, guided the caller through the pump reset, and the error code did not reappear, allowing the caller to successfully start their sensor session.